Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on april 24, 2024.

Manufacturer narrative:
This report is submitted on february 29, 2024.

Event description:
Per the clinic, the patient experienced loss of connection to the internal device following a head trauma (specific date not reported). Troubleshooting attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.